Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address occlusion. Customer's blood glucose was 200-300 mg/dl. Customer reverted to using manual injections for insulin therapy.